Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced flow issues. The following information was provided by the initial reporter: the luer lock is now movable, before the luer lock was not movable. Now finding blood pooling in luer lock and have had several PICC lines clot off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced flow issues. The following information was provided by the initial reporter: the luer lock is now movable, before the luer lock was not movable. Now finding blood pooling in luer lock and have had several PICC lines clot off.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there was blood pooling in luer lock and had several PICC lines clot off. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9277 lot number 21025647 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21025647 regarding item #mz9277.